Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 2,664 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 6 closed samples and an open sample with blood with the needle detached from the thread and the thread not wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.66 kgf in average and 1.09 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Reviewed batch manufacturing record, this product had an incidence but was released fulfilling usp/ep and b. Braun surgical specifications. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle was detaching from the thread. In the same box, at least two sutures had the same issue. No further information has been received.